Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a failure of the printed circuit board. The event can be prevented by following the instructions for use which state: ensure proper power condition at site (proper grounding & no voltage fluctuation) equipment kept in controlled temperature & humidity. During fumigation equipment must cover or moved to other area. Equipment to be placed in dust free environment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer that the digital video interface (dvi) signal port was not working, and there was no image from the dvi port on the video system center during maintenance. The fse checked the device and found that the serial digital interface (sdi) output connector was working but the dvi output connector was not working. There was no patient involvement or impact associated with the reported event.